Event description:
Reporter stated that a pt sample measured "hi" (> 600 mg/dl), while using the suspect device. Based on this result, pt was treated with insulin (amount not provided). Twenty minutes later, pt was retested (using the suspect device) with a result of 38 mg/dl. Reporter stated that a lab test was ordered 1.5 hours later, with a result of 39 mg/dl. Treatment received was not provided. Reporter noted that, after checking the device's memory, they were unable to locate the initial value "hi" generated by the suspect device. Controls were run on the system, and had tested within the acceptable range. A request was made for the return of the suspect product and replacement product was shipped.